Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was displayed on the monitoring system. Consequently, the device was explanted and replaced. No additional adverse patient effects were reported. The patient made the decision to keep the device, so it is not available for return and technical analysis.